Event description:
It was reported that during an unknown procedure the harmonic detached into two during the surgery while using it for the first time. The procedure was delayed 5 minutes but it was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v9400d. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image: the image provided by the customer is that where a hp054 is attached to the har blade but both are detached from the har device. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The instrument was received with the black coating of the blade damaged. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components and it was noticed that the retention pin insulation was broken. Damage to the pin coating could result in alert screens, such as "relaxed pressure in blade", ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. The device was disassembled to inspect the internal components and no anomalies were found. Occasionally, damaged to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation's without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The device blade was individually tested and no anomalies were noted with its functionality. The device was disassembled to inspect the internal components. Corrosion was found at the hand activation domes. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022 h6: medical device problem code.